Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006, the patient presented with pre-op diagnosis of 1) degeneration and instability l3-4; 2) status post anterior posterior l4 to the sacrum fusion. The patient underwent following procedure: 1) posterior instrumentation l3-4. 2) posterolateral fusion l3-4 using bone morphogenic protein , bone graft. Per op-notes, .. In this space a sheet of bmp followed by bone graft was placed . Additional smaller strip of bone morphogenic protein was placed into the dorsal one half of decorticated facet joint... No patient complication was reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.